Event description:
The customer reported that the system failed to power up to a usable state. This issue will preclude the system from completing the boot process. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Cables, circuit breakers and connections were evaluated during the service call. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.